Event description:
During a ventricular tachycardia ablation procedure using a safire ablation catheter, a pericardial effusion occurred. During ablation, the pt complained of pain hypotensive. An echocardiogram confirmed a pericardial effusion and a pericardiocentesis was performed, which stabilized the pt. The pericardial drain was removed, the procedure concluded, and the pt was transferred to recovery in stable condition. The physician noted no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.